Manufacturer narrative:
Evaluation: a photograph was provided by the customer. The photograph showed that the label information (article number, information for catheter and guide wire) was incomplete/missing on the product. Therefore the reported product problem was confirmed.

Event description:
It was reported that the customer noticed a defect in the manufacturer's original label. No patient injury or complications were reported in relation to this event.